Manufacturer narrative:
Blocks d9 & h3: the intrasight mobile system component was returned for evaluation. Block h3: visual inspection of the pim found no damage observed. During functional testing, the pim was connected to a lab system, and was intermittently recognized upon manipulation of the cable connection when disconnecting/reconnecting to the system. Block h5: corrected "labeled for single use" from "yes" to "no". Block h6: the probable cause of the reported failure is likely internal component failure. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacture¿s policy. Blocks e1 & g2: country is south africa. Block h3 & h6: the intrasight mobile system component was not returned, thus no returned product investigation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an intrasight mobile system was used in a peripheral procedure in the proximal iliac. During use, the pim could not be detected. The pim was unplugged/plugged, and the system was rebooted repeatedly but could not be resolved. The case was aborted and rescheduled for a later date. No patient injury reported. This product problem is being reported because the system could not be used; resulting in a potential for harm due to the delay of the procedure.